Manufacturer narrative:
Product complaint # (B)(4). Non-health care professional. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in the central sterile while cleaning and inspecting instruments found the red tightening knob on attune femoral impactor with a crack in metal. When pressure applied it broke off- no patient involvement.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.